Event description:
The unit had inconsistent pressure in two separate cases. The first case the unit was pumping at a very slow rate not keeping distension in the joint. The sales representative fiddled with the pump and it started to operate normally. The case was completed without any further difficulties. The pt did not experience any injuries or complications. The transducer was changed and the unit was used again in a second case. During the second case the unit was set at 20mmhg but was pumping uncontrollably. The sales representative fiddled with the pump again and it began to operate normally. The case was completed and the pt had no injuries or complications.